Event description:
A caller reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing complete pump reset information and guided them through the process. After the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.